Manufacturer narrative:
Device or other product related factors (i.e. Design, qc, labeling) possibly contributing to the health hazard: a defect in the materials used to construct the interbody or the anchors could contribute to a product malfunction. However, based on a review of the drawing and dhrs, the interbodies and anchors were manufactured to the proper specifications. No anomalies were found during review of the manufacturing records. Device was not returned, therefore unable to determine if deformities were present. Use related, user, or human performance contributing factors: user related factor that could cause anchors to back out of the interbody's locking mechanism, is that the surgeon did not follow the key steps as outlined below in genesys spine lc-055 3dp cervical standalone system surgical technique: 1.table 2- shows the corresponding protrusion length with each interbody and anchor pairing. If no protrusion length is listed, it is outside of the recommended protrusion length range of 5-7mm. Protrusion lengths are rounded up or down to the nearest millimeter. When pairing a long anchor to a short cage, the inserter pusher arms end up in this lower mechanical advantage state as they start to push the anchors through the cortical bone resulting in substantially increased surgeon effort. 2.reverse the compressor/ distractor and apply compression to the interbody device. Once the interbody is under compression, deploy the anchors accordingly. 3.visually confirm the anchors are fully deployed by ensuring the rear face of the anchors are partially covered by the interbody's lock. Based on the investigation activities documented within this complaint file, the most likely cause of the anchor back-out is that the user did not confirm that both anchors were deployed beyond the locking mechanism. Although gac-lg is provided as an option for gac3d-06sl, the recommended pairing size is gac-md. Additional effort may be required for gac-lg when using a gac3d-06sl interbody. Conclusions: based on the fact that the user used a gac-lg anchor set in combination with an gac3d-06sl interbody and the device was not returned to inspect for deformities, the only reasonable cause for the anchors to have back-out is that the user did not confirm that the large anchors were fully deployed beyond the locking mechanism. This is being recorded as a use error.

Event description:
Patient emailed genesys spine on (B)(6) 2023 stating "my name is (B)(6). On (B)(6) of this year, I had a cervical spinal fusion (acdf) at levels c5-c6 and c6-c7. My surgeon, dr. (B)(6), used your ais-c cervical spacers to perform the operation. Shortly after that operation, it was noted on follow up x-ray that the left sided spacer anchor had dislodged and migrated into the prevertebral soft tissues. This is requiring me to need another procedure to remove the broken hardware."